Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin (2 gm, weekly, intraperitoneal) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.